Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. One day after the event onset, the patient was hospitalized and began treatment with vancomycin and ceftazidime injections (1 g, discontinued, route, frequency not reported) for peritonitis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. Four days after event onset, pd therapy was discontinued. On an unreported date, the pd catheter was removed and patient was shifted to hemodialysis (three times a week). No additional information is available.